Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise was reproduced with provocative testing and arm maneuvers. No intervention was reported. The patient was asymptomatic and would be monitored.

Event description:
New information indicated no intervention was performed. The patient's condition was not effected.